Event description:
Patient ID: (B)(6). It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to the transcatheter aortic valve implantation (tavi) procedure, using one perclose prostyle device. The tavi procedure was completed; however, at the end of the procedure, upon advancing the prostyle knot, the suture broke [(B)(6)]. Two additional prostyle devices were then used; however, the sutures of both devices broke due to calcification. The sutures of one additional prostyle device were placed to achieve hemostasis. At the end of the procedure, angiogram noted severe stenosis [occlusion] at the right femoral arteriotomy site, possibly related to a back-wall stitch from the last deployed prostyle device. Balloon angioplasty was performed in the right femoral artery due to plaque and the prostyle device, restoring flow to the femoral artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because lot number was not provided. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.